Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and identified the transfer cart adapter on the scs conveyor systems was bent. The purpose of the transfer cart adaptor is to stop the rack once it rolls onto the unload section of the scs conveyor system. Steris quality and service engineering reviewed the reported event, and the repairs made by the service technician. The cause of the damage to the transfer cart adaptor is the user facility overloading the racks. The steris operator manual states on page 1-1, "warning - personal injury and/or equipment damage hazard: maximum operating weight, including weight of rack and load, is 61 kg [135 lb] for scs conveyors". The force of multiple overloaded racks contacting the transfer cart adapter was sufficient to bend the adapter. This allowed a rack to travel over the bent transfer cart adapter and fall off of the conveyer system. The technician replaced the bent transfer cart adaptor, tested the conveyer system, and confirmed it to be operating according to specification. Steris will complete in-service training with the user facility on the proper use and operation of the scs conveyor system. No additional issues have been reported.

Event description:
The user facility reported that a rack fell off of their scs conveyor system. No injury, procedure delay, or cancellation was reported.